Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre 2 sensor. A caller reported on behalf of a customer who obtained a sensor reading of 9 mmol/l (162 mg/dl) and subsequently experienced loss of consciousness. The customer had contact with a healthcare provider who obtained a blood glucose reading of 3 mmol/l (54 mg/dl) and received intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.